Event description:
It was reported that filter leakage observed multiple times with 3 patients. 5 disposables affected. No patient injuries were reported.

Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during the device history record review. Two samples were received in used conditions without its original packaging and twenty-nine (29) unused samples were received for investigation. Visual inspection was performed at 12 to 16 inches under normal conditions of illumination. No abnormalities were detected during visual inspection. During the functional testing, a leak was found between the filter and tube in the used samples. The complaint was confirmed. Root cause related to the manufacturing process. Awareness notification was made to production personnel in order to explain the importance to adherence or following the procedure.